Manufacturer narrative:
The reported event of noise was confirmed. Visual inspection of the lead found multiple external insulation abrasions consistent with friction to the device can breaching the outer insulation and exposing the outer coil at the proximal region of the lead. The cause of the reported event was isolated to the abrasions exposing the outer coil.

Event description:
Related manufacturer reference number: 2017865-2021-35086. It was reported prior to a device upgrade procedure that the atrial (ra) lead exhibited noise. It was also discovered through fluoroscopy that the right ventricular lead exhibited insulation delamination. The ra and rv leads were explanted and replaced. The patient was in stable condition.